Manufacturer narrative:
The investigation determiend that the service actions resolved the issue.

Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for sodium electrode (na) on a cobas 6000 c501 module. The initial result was 161 mmol/l. The sample was repeated twice, with results of 163 mmol/l and 141 mmol/l. The result of 141 mmol/l was believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. A field service engineer (fse) visited the customer site on (B)(6) 2026 and (B)(6) 2026. It was found that some buckets were not being aspirated properly with detergent, and the blank measurement container was slightly overfilled. A detergent suction hose was cracked, and a bucket suction hose was blocked. The fse adjusted the bucket fillings, the hoses on the wash comb were replaced, the sample pipettes were flushed, the sipper and hoses were replaced, the tips on the wash comb were replaced, and the buckets were washed. A bent hose was found; this hose was rerouted. The investigation is ongoing.